Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint maryland charred. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. Electrical continuity was tested and passed. .

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, the maryland bipolar forceps instrument was observed to be charred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use. The instrument did not collide with any other instrument or tool and no arcing was observed.